Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed spanish software anomaly twice after the device had been exposed to water. The customer stated that she had gone through three batteries because the insulin pump had been shutting down. She stated that the insulin pump would reboot and show dead battery. The customer's blood glucose was 170 mg/dl. The customer stated that the insulin pump had been splashed with water on an amusement park ride. The customer reviewed the insulin pump's alarm history and indicated a low battery alarm and multiple spanish software anomaly, signal too low and unexpected restart alarms. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected low battery. No alarms noted. The insulin pump passed self-test and error alarm test. The insulin pump alarmed due to corrupted history file. No moisture damage electronic assembly. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked battery tube threads.